Event description:
(B)(4) the initial importer and private-label distributor of the medichoice® cotton-tipped applicator, received an adverse event and product problem report from an end user at a user facility. The end user reported that the cotton tip fell off of the applicator and into the incision. The cotton-tip was discovered to be missing after the incision was closed. The incision had to be opened to remove the cotton.